Event description:
A customer reported a malfunction with their insulin pump, which occurred after the pump was accidentally dropped. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.